Event description:
The manufacturer received information alleging that a smoke odor was observed coming from a ventilator. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a smoke odor was observed coming from a trilogy evo ventilator. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The unit was cleaned and repaired. The device's batteries will not need to be replaced and the device look in good condition on the outside. Additionally, the device was showing errors as low_tidal_volume and low_min_ven, with reference to machine flow, hoses and valves were need to be replaced, which was not related to the malfunction.